Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00709, 0002648920-2018-00710, 0001822565-2018-05371, and 0001822565-2018-05372. Concomitant medical products: tibial component stemmed precoat catalog#: 00598003701 lot#: 63522866, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog#: 00597206529 lot#: 63378476, femoral component option for cemented use only size d left catalog#: 00576401451 lot#: 61333084. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient reports experiencing pain, swelling, and possible loosening. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00364.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00709, 0002648920-2018-00710, 0001822565-2018-05371, 0001822565-2018-05372, and 0001822565-2019-01546. This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.